Event description:
On (B) (6) 2010, the lay user/patient's relative contacted lifescan (lfs) alleging that the pt was unable to code her onetouch ultra meter. The medical surveillance specialist (mss) spoke with the reporter on (B) (6) 2010 and obtained the following info. The reporter claimed that the alleged issue started on (B) (6) 2009, when the pt attempted to use the subject meter for the first time. The reporter stated that the pt manages her diabetes with oral medications and insulin (type unk); however, did not know what action the pt took regarding her diabetes regiment as a result of the alleged issue. The reporter confirmed that the pt discontinued testing her blood glucose as a result of the alleged issue. On an unspecified date/time, after the alleged issue started, the reporter stated that the pt developed symptoms of feeling dizzy and having headaches. As a result of the symptoms the pt was taken to a clinic to see a physician. The reporter claimed that the pt's blood glucose was high (result unk) when tested on another device and that the pt's physician administered a short of insulin (type and dose unk) at the time of the visit. At the time of troubleshooting, the customer care advocate noted that the alleged issue was resolved with troubleshooting. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.